Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 310 mg/dl, 221 mg/dl, and 139 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No other actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.